Manufacturer narrative:
The foreign material "strand" was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been made to obtain add'l info. A completed questionaire was not received. (B)(4).

Event description:
A surgeon reported that at a routine one week f/u examination following an intraocular lens (iol) implant procedure, a thin, brown strand was visible on the iris surface at seven o'clock meridian in the mid pupillary area with the other end freely floating in the anterior chamber. Upon slit lamp examination, the cornea showed two plus stria associated with central stromal edema, and the anterior chamber showed two plus cells and flare. There was a thin, what appeared to be clear strand covered with brown iris pigment attached to the iris at seven o'clock midpupillary area with the other end attached to the back surface of the cornea in the center, in the area of the stromal edema. The pt called the following morning and reported worsening vision upon awakening that morning. The pt was examined that day and corneal edema and inflammation were reported. The pt reported her vision had improved since that morning. A secondary surgical procedure was performed to remove the strand of material. The surgeon is returning the retrieval "strand of material" but the lens remains implanted in the pt. The pt tolerated the procedure well and was discharged."